Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, foreign objects were observed on the duodenovideoscope's air/water cylinder and air/water tube. Additionally, a gap was observed in the adhesive area between the z-block (structural support component) and the distal end. There was no patient involved.